Event description:
It was reported that during a right subclavian insertion, the wire guide unravelled and it could not be removed from the pt. The puncture site was enlarged via a small incision. The wire guide was successfully removed under fluoroscopy. There was no pt complications.